Event description:
Patient conductedback-to-back blood glucose tests, using the suspect device and a blood glucose monitor at physician's office. Patient's device reportedly generated a blood glucose result of 300 mg/dl. Within 5 minutes, patient was reportedly retested using physician's meter, with a result of 145 mg/dl. No treatment was received and no patient injury was reported. Reporter did not know if quality control testing had been performed on the suspect device. At the time of the report, patient no longer had the strips in use at the time of the comparison.